Event description:
It was reported that the user experienced recurrent low glucose events approximately every two hours while using the ilet during the first week, consistent with a preexisting pattern for which their clinician had previously advised frequent snacking. Symptoms included hypoglycemia. Outcomes included the need for oral glucose intake and product-use troubleshooting and education. Investigation included customer interview and troubleshooting. Investigation of this case revealed no device malfunction could be confirmed and user-specific factors could not be excluded. It was concluded that the cause of hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.